Manufacturer narrative:
Correction: a2, a3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line (pl) of the liberty cycler set during step 7 of setup on the liberty select cycler. The patient contact stated that there was no fluid found within the pump module area of the cycler nor was there fluid on the external of the cycler set cassette. The fluid leak was reported after fresenius technical support was initially contacted to troubleshoot a make sure the heater bag (hb) is on the heater tray (ht) error occurred once during fill 4 of 4 of the patient¿s treatment. The patient contact stated that the cycler set was replaced after the fluid leak was found and setup continued with the original solution bags. The fresenius technical support representative informed the patient contact that not replacing the solution bags likely caused the cycler to error as solution was already used from the previous setup preventing treatment from completing with enough solution. The patient¿s peritoneal dialysis registered nurse (pdrn) confirmed during followup that the patient did not experience an adverse event, serious injury, or require medical intervention as a result of the reported issue. The patient pdrn stated that the patient continues pd therapy using the same cycler without any further issues. The cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line (pl) of the liberty cycler set during step 7 of setup on the liberty select cycler. The patient contact stated that there was no fluid found within the pump module area of the cycler nor was there fluid on the external of the cycler set cassette. The fluid leak was reported after fresenius technical support was initially contacted to troubleshoot a make sure the heater bag (hb) is on the heater tray (ht) error occurred once during fill 4 of 4 of the patient¿s treatment. The patient contact stated that the cycler set was replaced after the fluid leak was found and setup continued with the original solution bags. The fresenius technical support representative informed the patient contact that not replacing the solution bags likely caused the cycler to error as solution was already used from the previous setup preventing treatment from completing with enough solution. The patient¿s peritoneal dialysis registered nurse (pdrn) confirmed during followup that the patient did not experience an adverse event, serious injury, or require medical intervention as a result of the reported issue. The patient pdrn stated that the patient continues pd therapy using the same cycler without any further issues. The cycler set was not returned to the manufacturer for physical evaluation.